Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt261416: ((B)(4). UDI for gore® excluder® contralateral leg component plc141200: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. The explanted endoprostheses were not returned to gore as they were retained by the facility. Therefore, an explant evaluation could not be performed. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an isolated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the physician converted the patient to open surgery and explanted the gore® excluder® trunk-ipsilateral leg component rlt261416 together with the gore® excluder® contralateral leg component plc141200 as a preventive measure. Reportedly, the patient fell victim to an infection with streptococcus angionosus and it was believed that the implanted endoprostheses had also become infected in succession. It was additionally stated that another liquid substance was held responsible for having caused the infection. Therefore, a causal allegation towards the implanted gore® excluder® endoprostheses was ruled out. The patient tolerated the procedure.